Manufacturer narrative:
Investigation summary: material 221788 is manufactured by rehydrating the media components with usp purified water, and thoroughly mixing until a homogeneous solution is obtained. The tubes are filled, capped, torqued and then labeled by machine per standard operating procedure (sop). The tubes are terminally autoclaved in an air over pressure (aop) autoclave, per manufacturing instructions, using a validated cycle. Post autoclaving, tubes are packaged into final shipping configurations. The batch history record review for batch 2244936 was satisfactory and no quality notifications were generated during manufacturing and inspection. Formulation, filling, and autoclaving processes were within specifications. In process checks were performed at the designated intervals. Those checks confirmed that the caps were tightened to the validated specifications per internal procedure. Qc inspection and testing was satisfactory at time of release. As part of the release criteria for this product, the bhr is reviewed to confirm the following: the total elapsed time between end of formulation and start of the autoclave cycle was within the specified limits. All autoclave parameters conformed to the validated cycle parameters for this product. The minimum f0 for this product was met. The complaint history was reviewed, and other complaints were received on this batch for contamination/non-viable organisms. Retention samples from batch 2244936 (10 tubes) were available for inspection. No media defects were observed in 10/10 retention samples. All retentions tubes had the expected appearance for this product of light to medium light yellow, trace hazy to clear. For investigation, two retention tubes went into incubation. One retention tube was incubated in the 20-25 degree celsius incubator and the other tube was placed in the 33-37 degree celsius incubator. At the seventh day of incubation there were no signs of growth or turbidity or change in media appearance in 2/2 incubated retention tubes. A gram stain was performed on one tube and no organisms were recovered. Two photos were received to assist with the investigation: the first photo shows the label of a partial carton from batch 2244936. Carton number 0318. The second photo shows a microscopic photo of gram-negative rods. Returns were also received to assist with the investigation. A shipping bag was received with two small specimen boxes. The boxes were received in good condition. One box had two tubes from batch 2244936 and one box had three tubes from batch 2244936. The media in all five tubes did appear cloudy/hazy. A gram-stain was performed on one of the returned tubes and non-viable gram variable rods were observed. This complaint can be confirmed based on the evidence provided by the photos and returns received. Bd will continue to trend complaints for contamination/appearance defects/non-viables. Caution should be exercised in reporting direct gram stain and/or other direct microbiological stain results on tissue specimens processed with this medium due to the possible presence of nonviable organisms in the culture medium. Culture media sometimes contain dead organisms derived from medium constituents, which may be visible in smears of culture media. If there is uncertainty about the validity of the gram stain, the culture should be re-incubated for another hour or two and the test repeated before a report is given. The returns and photos for this batch showed visible sediment that was determined to be non-viable organisms. The amount of sediment in tubes, when distributed throughout the media, makes the media appear hazy and is outside of the clarity specification, of medium light yellow, trace hazy to clear for this product. While non-viables are possible in the media, the amount observed has created an appearance defect. A complaint trend was not identified for contamination, including non-viables, or appearance in this product per bd procedures. No actions are required for this defect at this time.

Event description:
It was reported that bd bbl¿ thioglycollate medium, enriched with vitamin k1 and hemin after inoculation bacteria was found. Contamination was noticed at a later time during use with patients due to this, antibiotic therapy was given to patients. The following information was provided by the initial reporter: customer states contamination on media 221788 lot 2244936, customer states after culture of the patient samples they notice all the samples appear to have gram negative rods, but when they subculture the media nothing seems to grow, then they gram stained the media without inoculation and they found out that this gram negative rods came from the media by itself. Customer stated due to this contamination, the gram negative rods were reported to clinicians and antibiotic therapy was given to patients.